Event description:
It was reported that after implant, all device measurements were in range and the pocket was closed. During device testing, a low impedance measurement was observed. The pocket was re-opened, the lead disconnected and re-inserted into the old competitor device. All measurements were normal when tested with the psa. When the df-1 pin was inserted into the new device port, loss of capture and no ventricular output was noted. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. An arc mark was present on the ICD can. The high voltage output transistors were found to be damaged. The cause of the field event is believed to be due to a lead anomaly.